Event description:
It was reported that the collimator detached from the x-ray tube, fell and was hanging from the cables attached to it. There was no patient injury. The concern is that a serious injury could result if the collimator were to contact the patient or operator.

Manufacturer narrative:
A ge field engineer visited the site and fixed the system, which was installed in 1988. Ge will monitor for similar events.